Manufacturer narrative:
Concomitant product: d314trg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had high impedance in the high voltage coils. The lead was programmed off until lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.